Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a deep tissue break out. There was no alleged device malfunction contributing to the irritation. The patient's nurse provided placed dressings on the area for wound care and physician advised to remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.